Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was low aspiration during a vitrectomy procedure. There was no error message displayed. Event details and patient harm are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not confirmed nor replicated. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. All alcon surgical systems are verified to meet specifications after servicing in accordance with the applicable service test procedure (stp). The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).